Manufacturer narrative:
(B)(4). The device remains in service pending data submission and review. This report will be updated when additional information is received. Despite several requests, new data was not able to be obtained and submitted. From the available data, technical services was not able to determine the cause for the bd error. It was likely due to a long telemetry session or excessive magnet use, but this could not be confirmed and it was unknown whether the battery voltage had recovered. Also, no episode review of the inappropriate shocks could be performed for possible troubleshooting. Available evidence suggests the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up. Interrogation showed a battery depletion (bd) error. There appeared to be an acute drop in battery status in a seven-week period where no therapy had been delivered from the device. A boston scientific technical services consultant discussed submitting device data for review, to determine whether the device was depleting prematurely. Incomplete device data was submitted and technical services was unable to evaluate the cause of the bd error. However, the data did show another issue. The patient had received one inappropriate shock in (B)(6) 2017 and an untreated episode in (B)(6) 2017, both due to t-wave oversensing. It was noted both zones were programmed with a rate cut off of 230 bpm, and the device was set to the secondary vector with a gain of 1x. Technical services discussed troubleshooting and requested complete device data to analyze the bd error and the inappropriate shock. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device remains in service pending data submission and review. This report will be updated when additional information is received. Despite several requests, new data was not able to be obtained and submitted. From the available data, technical services was not able to determine the cause for the bd error. It was likely due to a long telemetry session or excessive magnet use, but this could not be confirmed and it was unknown whether the battery voltage had recovered. Also, no episode review of the inappropriate shocks could be performed for possible troubleshooting. Available evidence suggests the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up. Interrogation showed a battery depletion (bd) error. There appeared to be an acute drop in battery status in a seven-week period where no therapy had been delivered from the device. A boston scientific technical services consultant discussed submitting device data for review, to determine whether the device was depleting prematurely. Incomplete device data was submitted and technical services was unable to evaluate the cause of the bd error. However, the data did show another issue. The patient had received one inappropriate shock in (B)(6) 2017 and an untreated episode in(B)(6) 2017, both due to t-wave oversensing. It was noted both zones were programmed with a rate cut off of 230 bpm, and the device was set to the secondary vector with a gain of 1x. Technical services discussed troubleshooting and requested complete device data to analyze the bd error and the inappropriate shock. No adverse patient effects were reported. It was later reported this device had reached elective replacement indicator (eri) battery status and was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device remains in service pending data submission and review. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up. Interrogation showed a battery depletion (bd) error. There appeared to be an acute drop in battery status in a seven-week period where no therapy had been delivered from the device. A boston scientific technical services consultant discussed submitting device data for review, to determine whether the device was depleting prematurely. Incomplete device data was submitted and technical services was unable to evaluate the cause of the bd error. However, the data did show another issue. The patient had received one inappropriate shock in (B)(6) 2017 and an untreated episode in (B)(6) 2017, both due to t-wave oversensing. It was noted both zones were programmed with a rate cut off of 230 bpm, and the device was set to the secondary vector with a gain of 1x. Technical services discussed troubleshooting and requested complete device data to analyze the bd error and the inappropriate shock. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service pending data submission and review. This report will be updated when additional information is received. Despite several requests, new data was not able to be obtained and submitted. From the available data, technical services was not able to determine the cause for the bd error. It was likely due to a long telemetry session or excessive magnet use, but this could not be confirmed and it was unknown whether the battery voltage had recovered. Also, no episode review of the inappropriate shocks could be performed for possible troubleshooting. Available evidence suggests the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device had triggered elective replacement indicator (eri) battery status while implanted. External visual inspection identified no anomalies. A review of the memory confirmed the fault code observed in the field. Functional shock testing was conducted and it was confirmed the device was able to deliver a full energy shock. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up. Interrogation showed a battery depletion (bd) error. There appeared to be an acute drop in battery status in a seven-week period where no therapy had been delivered from the device. A boston scientific technical services consultant discussed submitting device data for review, to determine whether the device was depleting prematurely. Incomplete device data was submitted and technical services was unable to evaluate the cause of the bd error. However, the data did show another issue. The patient had received one inappropriate shock in b4 2017 and an untreated episode in b4 2017, both due to t-wave oversensing. It was noted both zones were programmed with a rate cut off of 230 bpm, and the device was set to the secondary vector with a gain of 1x. Technical services discussed troubleshooting and requested complete device data to analyze the bd error and the inappropriate shock. No adverse patient effects were reported. It was later reported this device had reached elective replacement indicator (eri) battery status and was therefore explanted and replaced. No additional adverse patient effects were reported.